Event description:
The ge oec 9800 fluoroscopy system displayed emergency off error message.

Manufacturer narrative:
A ge oec service representative investigated the issue, and found that the x-ray tech had inadvertently pressed the emergency off switch when the physician pushed the system back away from the patient. Unintentional fast stop (emergency off) activation, restored by system re-boot. No system issue, system operating normally. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.